Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that the sample diluent was low and there was a salt build-up on the salt bridge cap assembly. A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced the integrated multi-sensor technology (imt) pump head, all the tubings, rotary valve seal, and all the fluids. The cse then stiletted all the ports and aligned pumps. The cse performed calibration and ran dilution check and quality controls, which were acceptable. The cause of the discordant, falsely elevated na, k and cl results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on two patient samples on a dimension exl with lm instrument. Additionally, discordant, falsely elevated potassium (k) and chloride (cl) results were obtained on one of two patient samples. It is unknown if the discordant results were reported to the physician(s). The sample was repeated on the same instrument, resulting lower. The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na, k and cl results.